Manufacturer narrative:
Knife ring is not cut through, and is located entirely in the anvil. There were no problems indicated in the product release plan. One of the three planetary gears on first stage of the gear train (nearest the proximal end) was not located on its shaft. In addition the input and the idler gears showed evidence of some damage was seen in that there were bits of metal within the teeth of the input gear. The od of the input gear weldment was measured at 0.130" (as it should be). The reamed hole in the end cap, however, is larger than 0.130", providing excessive clearance for the input gear weldment. Summary of findings: it was reported that staples were not fully formed during firing, resulting in a flawed anastomosis. The findings were as follows: one of the planetary gears on the stage nearest the proximal end had not been placed on its shaft. The input gear and the idler gear were not properly engaged. Input gear and idler gear showed evidence of damage. Root cause: the planetary gear was simply misplaced during assembly. This has the effect of increasing the friction in the gear train during firing and reducing the amount of torque available for cutting and stapling. The hole reamed in the end cap was oversized, and as a result of this the input gear was able to move away from the idler gear during firing. When this happens the gears slip relative to each other and results in "missed" turns of the firing shaft. Thus the pc reports that the firing has been completed when in fact the appropriate force for cutting and stapling has not been applied. The gear damage is a result of, when the gears are not properly engaged. Actions: corrective acton requests will be issue .

Event description:
Lap gastric bypass. Dlu calibrated, opened/closed without difficulty, got into firing range and was fired. The knife cut completely but the staples did not form properly and a leak developed. Anastomosis needed to be oversewn.